Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted that the distal end of the handle can be seen to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracosopic surgery, when they detached the pulmonary lobe, the stapler was not able to fire, the green button was unable to be pressed and the handle was unable to squeeze. Components had come off at the installation seam of the handle. They replaced the handle to complete the case. There was no patient injury.